Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the doctor noted the unit had a pinhole at the distal tip of the catheter and was leaking blood. There were no reported adverse consequences to the pt as a result of this event.

Manufacturer narrative:
The reported complaint was confirmed. The part arrived and the issue was confirmed. The cannula does have a hole at the distal end of the cannula body. The hold resembles a cut and is parallel to the wire reinforcement inside the cannula body. It is a clean cut, which could have been done by a scalpel or a box cutter. A review of the device history records (DHR) found no previous issues of this nature. Cause has been determined to be caused by the user. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints. See scanned page.